Event description:
It was reported to philips that the therapy port cable for the device was torn. There was no patient involvement. The device was received by the philips bench repair. An evaluation was performed by an authorized bench technician and there were no noted issues with the therapy port cabling for which a replacement would be required. Philips is unable to rule out that a malfunction did not occur. As the damage was not verified during evaluation, a definitive cause for the original allegation could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.